Manufacturer narrative:
One device was returned for analysis with complaint of an air alarm. Physical condition of device showed no defects/discrepancies. Review of event history log did not confirm complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was not confirmed, as there was no problem with air detector function. The cause of the reported issue was determined to user related issue, as no problem was detected with the functionality of the pump. No further action will be taken. Device submitted for functional and delivery tests after repair activities completed and afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that there is an air alarm. There was no reported patient involvement. No patient harm was reported.